Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced an unexpected pump stop and alarms of high motor current. Attempts to restart the pump were unsuccessful. The pump was explanted and the patient survived.

Manufacturer narrative:
During impella cp pump support, patient experienced pump stop. Clinical stated impella stopped with mc too high alarm. They tried to restart the pump several times but error message "impella stopped, aic error" appeared. The impella cp was successfully explanted and replaced as a result of this pump stop. H6. Health effect - clinical code added. Investigation summary ==> the cause of the pump stop cannot be determined since product was not returned. Device history lot ==> device lot: 1936104 device history batch ==> subcomponent lot: n/a device history review ==> the pump sn (B)(6) passed all the post sterile inspection checks.